Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, since (B)(6) 2016, severe inflammations were noted at the stoma site and antibiotics was started. In addition, the bumper was visible through the outer side of the stomach that seems to be a buried bumper with inflammation which pushed the bumper outside. On (B)(6) 2016, after the patient was consulted by a gastroenterologist, the tube was pushed back in the fistula tract by the nursing physician. The existing tube was removed and replaced with a temporary tube to keep the fistula tract open so the pus can be removed. For the mean time, the patient is receiving duodopa through a non bsc tube. The antibiotics was changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 19, 2017: the correct event date is (B)(6) 2016.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, since (B)(6) 2016, severe inflammations were noted at the stoma site and antibiotics was started. In addition, the bumper was visible through the outer side of the stomach that seems to be a buried bumper with inflammation which pushed the bumper outside. On (B)(6) 2016, after the patient was consulted by a gastroenterologist, the tube was pushed back in the fistula tract by the nursing physician. The existing tube was removed and replaced with a temporary tube to keep the fistula tract open so the pus can be removed. For the mean time, the patient is receiving duodopa through a non bsc tube. The antibiotics was changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, sex.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, since (B)(6) 2016, severe inflammations were noted at the stoma site and antibiotics was started. In addition, the bumper was visible through the outer side of the stomach that seems to be a buried bumper with inflammation which pushed the bumper outside. On (B)(6) 2016, after the patient was consulted by a gastroenterologist, the tube was pushed back in the fistula tract by the nursing physician. The existing tube was removed and replaced with a temporary tube to keep the fistula tract open so the pus can be removed. For the mean time, the patient is receiving duodopa through a non bsc tube. The antibiotics was changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.